Event description:
Reporter saw the er1 message two times over the last few months. Reporter was somewhat uncooperative in reviewing technique but did state that she had retested and "..got a reading of 150 (mg/dl) something". Reporter also stated that her blood glucose reading had never been above 500 mg/dl.